Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This device is included in the medical device correction, "synchromed ii implantable drug infusion pump overinfusion", customer letter (march 2014).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found overinfusion of an undetermined root cause. (B)(4).

Event description:
It was reported that a volume discrepancy occurred. The actual residual volume (arv) was less than the expected residual volume (erv). The patient came in for a refill and it was found that the arv was 0ml while the erv was 6.6ml. The patient had experienced withdrawal symptoms the ¿last few days¿. Previous refill volumes had been an arv of 4.5ml and an erv of 6.1ml in (B)(6) 2014. The refill previous to that were an arv of 5.0ml and an erv of 6.8ml. It was noted there was nothing unique at the last refill and the health care provider (hcp) as a matter of fact used ultrasound to guide the refill procedure. Any overdose symptoms were denied. The device system was used currently used to deliver hydromorphone 0.4mg/ml at .08346mg/day and bupivacaine 4mg/ml. It was noted, the pump newly was delivering the same concentration and dose of hydromorphone but now delivered bupivacaine 5mg/ml of which the daily dose was not provided. On the same day as the initial report, it was further reported that the erv had been 6.0ml while the arv was 0ml. Actions required as a result of the event consisted of pump replacement. In terms of if any diagnostic testing or troubleshooting was performed. It was noted the nurse practitioner had called the device manufacturer technical support. Additional drug information was provided, bupivacaine 5mg/ml was delivered at a dose of 1.0433mg/day. It was also reported that the patient had reported symptoms with over infusion/ overdose symptoms however, the device manufacturer representative wasn¿t sure of the specifics. The device manufacturer representative hadn¿t been involved with the interaction, just the replacement surgery. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. Telemetry strips were later provided. The dose of bupivacaine prior to the increase had been 0.8346mg/day. It was later reported that symptoms the patient experienced included increasing anxiety, shaking, nausea, vomiting, alternating feelings of hot and cold, increased blood pressure and it was noted ¿likely withdrawal symptoms from hydromorphone¿. It was reported that on the initial report day, the event logs were negative and pump aspiration prior to refill revealed 0.1ml medication left compared to 6.6ml of expected medication. Ultrasound verification was used as previously reported to verify needle placement. It was further reported, the pump was replaced due to pump malfunction (overinfusion). The patient¿s withdrawal symptoms were noted to be improving at an office visit on 0214 (B)(6). The pump was later returned to the device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the volume removed from the pump was only ¿0.1ml,¿ which was thought to be related to over infusion of the medication. It was noted that ¿v/s verified needle placement and pump¿s event logs were checked.¿ it was reported that the patient ended up getting pump replaced on 2014-(B)(6). It was noted that the patient was doing fine, ¿pain somewhat increased¿ but no adverse effects.

Manufacturer narrative:
(B)(4)